Event description:
Emt's attached a unit to a pt (age and gender unknown). When they attempted to analyze the pt's rhythm, an "ECG lead off" message appeared on the unit's monitor screen. The unit was in auto analyze mode. The emt's adjusted the unit and cable, and the unit began to analyze the pt's rhythm. The unit charged to 200j and the emt's defibrillated the pt. When medics arrived they switched the pt to a pd1400 (serial number unknown) and continued the code. They determined that the pt's rhythm was in asystole. The pt did not survive the code. When the emt's printed a strip, it indicated that the unit had not delivered a 200j defibrillation attempt.